Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after meals and at night while using the ilet, with multiple daily lows confirmed by fingerstick and one documented low of 42 mg/dl lasting approximately 45 minutes; the device provided low and urgent low alerts, the user treated with oral glucose, and no medical intervention or assistance was required. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included temporary interruption of normal activities due to the need for carbohydrate treatment and monitoring. Investigation included review of device data and user reports, user education on meal announcements and carbohydrate alignment, and referral for additional training with consideration of a factory reset. Investigation of this case revealed no confirmed device malfunction, and the event was characterized as hypoglycemia with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.